Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the footswitch was not responding during a procedure. The event occurred while the surgeon was sculpting the lens. No other function was available because the diathermy mode was permanently active. The surgeon reported that the event led to traction of the retina which could lead to a retinal detachment in the long term. The procedure was completed on the same day by the surgeon converting to a manual technique.